Event description:
Revision due to hip infection and the pathogen is unknown. At about 2 months post primary the surgeon performed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 14 may 2024: lot 2344497: 75 items manufactured and released on 12-dec-2023. Expiration date: 2028-11-21. No anomalies found related to the problem. To date, 59 items of the same lot have been sold with no similar reported event during the period of review.